Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to placement difficulty. Multiple positions were attempted and tissue was reported in the helix. High impedance was also noted. The lead was explanted and replaced with an alternative lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).